Manufacturer narrative:
The investigation determined that unexpected vitros phbr and phyt quality control results were obtained on a vitros 5,1 fs chemistry system. An ocd field engineer made adjustments to the iwf metering module. Following service actions, expected operation was achieved. The investigation concludes that the most likely cause is instrument related. There is no indication that a reagent issue contributed to the event.

Event description:
A customer observed imprecise that unexpected vitros phbr and phyt quality control results on a vitros 5,1 fs chemistry system. Vitros phbr results of 15.9 vs.10.83 ug/ml and 19.7, 29.2 vs. 58.49 ug/ml were obtained from the vitros tdm pv iii control fluid. Vitros phyt results of 19.4, 19.8 ug/ml vs. 26.7 ug/ml were obtained from the vitros tdm pv iii control fluid. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phbr or phyt while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).